Event description:
Inbound. Son reported that both generic cadd ms3 pumps do not read the volume of the cartridge correctly. Stated both pumps vary to display 2.0 when volume in cartridge was 2.4 ml. Stated pump has stopped early with 0.6 left but the pump displays empty. Son stated cartridge is reloaded and then remaining amount of medication is infused, stated both pumps have same issue. No further details provided.